Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, yellow particles, broken shell and weight of the device was found to be within specification. A visual and microscopic analysis was performed which identified a striated opening, a break on the anterior, creases fold, wear abrasion and non-penetrating nicks. Based on the device analysis, the final assessment is a striated opening and break on anterior due to surgical damage consistent in the use of a surgical tool.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.